Manufacturer narrative:
The t:slim pump user guide indicates that insulin delivery can be stopped at any time. To resume insulin, the user should tap resume or access the home screen /options/resume insulin/resume. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the infusion site, the customer did not resume insulin delivery and received a resume pump alarm. The customer's blood glucose (bg) level was 480 mg/dl. The customer disconnected from the pump and addressed the bg level with a backup insulin method. The customer indicated that the pump use will be resumed.